Event description:
It was reported that this was an unknown surgery performed for compression fracture on (B)(6) 2024, with vbs. When mixing the cement in question, the powder adhering to the pre-installed lid was knocked off, the lid was opened, and the liquid was poured in full. The cap was replaced and pushed up in a straight line without turning the handle. The push was hard throughout the entire procedure, and the nurse could not handle it, so the surgeon took over. However, the surgeon also had difficulty pushing and pulling the handle smoothly, so he stirred the mixture as much as possible in a hard state and injected it into a syringe. After 20 minutes of agitation, the cement did not reach the proper viscosity, and after about 23 minutes, the cement was injected into the vertebral body. At the surgeon's discretion, the surgery proceeded without opening the new cement kit and syringe kit, and it was completed successfully with 30 minutes surgical delay. No further information is available. This report is for one (1) vertecem v+ cement kit this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j sales representative. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H4, h6: device history lot product code: 07.702.016s lot number: 3l53643 release to warehouse date: 03.11.2023 expiration date: 01.nov.2026 supplier: (B)(4) manufacturing site: werk selzach logistik. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.